Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 470 units of insulin and when the insulin gauge displayed pump reached 0 units, the customer withdrew 100 units of insulin from the empty cartridge. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reloaded the cartridge successfully.